Manufacturer narrative:
Upon further evaluation of the device, service confirmed the customer¿s reported image disappearance during angle manipulation. A leak was observed due to a perforation in the instrument/forceps channel. The instrument/forceps channel was crushed, and the forceps could not be inserted smoothly. The insertion tube, bending tube, and universal cord were crushed, due to external factors. The bending angulation was lacking due to stretching of the angle wire. Scratches were observed on the insertion tube, control section, rotating mechanism, switch box, grip, angle lever, up/down plate, universal cord, scope connector, and scope connector cover, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image disappeared during angle operation. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion tube was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off].

Manufacturer narrative:
Correction: device manufacture date: nov 20, 2018 should have been selected on the initial report rather than nov 21, 2018. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.